Event description:
Per a follow-up by a co rep on 6/10/1999: "a tracker excel-14 was used to deliver the firs coil. The bleeding of the pt was not caused by the removal of the coil. There were no complications nor additional interventions for the pt who is ok at home."